Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's left lead was "broken and didn't work right." It was also noted that the lead was sticking out of the patient's spine, "like it was coming through the skin." Additionally, stimulation was intermittent on that lead. The reporter indicated that the patient was working with her healthcare provider (hcp) to fix the issue. The patient was informed that she was going to need a revision on that lead. It was also noted that the patient's implantable neurostimulator also needed to be replaced since the patient had it for 7 years. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-33, lot# j0511393v, implanted: (B)(6) 2006. Product type: lead: product ID 3487a, lot# l65022, implanted: (B)(6) 1999. Product type: lead. (B)(4).

Manufacturer narrative:
Information references: the main component of the system and other applicable components are:: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, lot# l65022, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a-33, lot# j0511393v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had their previous system completely removed as one of the leads was broken and had a short. It was reported that the patient's implantable neurostimulator (ins) was depleting all the time. They stated that one of their leads was removed as it was an older lead. The patient also mentioned that they fall all time and have no balance. No patient symptoms were reported. Indications for use are spinal pain, chronic low back pain, and lumbar radiculopathy.